Manufacturer narrative:
Date of initial report: 12/16/2008. The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.

Event description:
The report stated that the unit was set for 30 coag and 30 cut. When the trigger switch cord was pulled out and replaced with a handswitching pencil, the unit switched to 30 coag and 300 cut.